Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified fracture surgical procedure, it was discovered that the small battery drive device lost power. There were no delays to the surgical procedure as an identical spare device was available to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device did not function with all the battery devices or test equipment. It was observed that the electronic control unit had a low voltage output and the electric motor was emitting an unusual loud noise. It was further observed that an unknown substance was found on the internal components. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component wear/age. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.